Event description:
Severe hypoglycemia due to tandem x2 insulin pump website not allowing the patient to update her working insulin pump, claiming that it is out of warranty - this claim has been endangering patients health and life. Insulin-pump induced hypoglycemia due to tandem source site not allowing the patient to update the pump software while insurance delayed the pump approval.